Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material clogging the nozzle during evaluation; however; this issue is from excessive pressure detected by a washer-disinfector in the air-water channel during aer treatment (reprocessing) at the user's facility and it¿s natural to found something inside the scope. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to excessive pressure detected by a washer-disinfector in the air/water channel during automatic endoscope reprocessor treatment. In addition to foreign material found in the nozzle, the evaluation findings are as follows: scope cover was leaking, plastic distal end cover was damaged, the scope body unit had wear and tear, and angulation out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had too much pressure from channel #1 (yellow). There were no reports of patient harm. During evaluation, foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.